Event description:
It has been reported to philips that the allura system became stalled after the completion of a procedure. The customer attempted a restart but the system would not boot back up. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. A philips service engineer confirmed that the root cause of the issue was a hospital power outage. The philips service engineer shut the system down in a controlled manner and then restarted it, and the system was returned to use in good working order. External power failures or outages may occur that can cause the azurion or allura system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Codes were updated based on the investigation outcome.